Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to an emergency department (ed) with shortness of breath and sore throat. Transmission shows noise episodes on the atrial lead and there was an alert for ventricular lead noise as well but no egms. There was clear noise on the device via the merlin transmission. Patient has not been seen in clinic since 2015 and was instructed to follow up with electrophysiologist. There were no changes made to the device as the patient¿s admission to the ed was not in related to device function. The patient was stable. It was later noted that the electrophysiology department had made several attempts to contact the patient with no response.